Event description:
It was reported that the ilet fell from the patient¿s pocket while they were playing with friends, after which the touchscreen displayed black-and-white stripes and the device became unusable; the issue involved a fractured touchscreen, and the device will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage, specifically a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.